Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was found with black pieces coming out of the the very tip of scope. The issue was found during reprocessing. There was no patient involvement on this reported event.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.